Manufacturer narrative:
Correction: h7 and h9 were inadvertently populated and should be blank. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The green image could not be confirmed as it was unable to be reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1- (B)(6) hospital, organization for the promotion of regional medical functions, independent administrative institution (user facility captured here due to character limitation in section) the device was returned and the evaluation found that no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid video scope's image turned green. It is unknown when the issue occurred. There were no reports of patient harm.